Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device got wet in the rain and it never recovered. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the pump was unable to perform the self-test. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage at the keypad traces. No moisture damage was found inside the pump. The pump was received with a cracked reservoir tube lip.